Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced a delivery anomaly. Customer stated that she had issues with the reservoirs and infusion sets. Customer stated that the needle popped out on the first infusion set and could not deliver insulin with de second infusion set. Customer found air bubbles in the reservoir; she tried to purge them out and was still unable to deliver insulin. Blood glucose value was 197 mg/dl. Customer stated she is brittle. She declined troubleshooting for high blood glucose and delivery anomaly and just requested the supplies to be replaced.